Event description:
It was reported that this pacemaker exhibited farfield oversensing. This farfield oversensing led to an inappropriate atrial tachy response (atr). Technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.